Manufacturer narrative:
Siemens filed the initial MDR on 20-dec-2018. Additional information (27-dec-2018): siemens reviewed the available instrument data from (B)(6) 2018 and there was no identified instrument malfunction or change in instrument performance. Quality controls and calibrations were within acceptable ranges and the customer reported no other patient samples were affected. The discordant cardiac troponin-I results were potentially caused by sample integrity or sample handling, since the customer is not following the tube manufacturer's instructions for centrifuging the samples. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Section h6 result code was added.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely elevated tni results were obtained on two patient samples on a dimension exl with lm instrument. Siemens determined that the quality controls (qcs) were within specifications on the day of the event. Siemens determined that the customer cleaned the sample drain after the discordant results were obtained. A siemens customer service engineer was dispatched to the customer's site and performed the following: ran an initial baseline precision test, which recovered acceptably; reset luminescent oxygen channeling immunoassay (loci) statistics; aligned instrument and ran check, resulting acceptably. The cause of the discordant, falsely elevated tni results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeat tni results were reported, as less than 0.02, to the physician(s). The samples were also repeated on an alternate dimension exl instrument, resulting lower than the discordant results. The repeat results on the alternate instrument were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.